Event description:
It was reported by service report there is a broken brake adjuster and missing bumper channels. It is unknown if there was patient involvement, however, no adverse consequences are reported.